Event description:
It was reported that flow diverter implantation procedure was performed for pectro-cavernous ica (internal carotid artery) ica/ cavernous ica aneurysm. While deploying the subject flow diverter it was not opening completely at the bend/curve and was ribboning. Physician tried different technique multiple times e.g., multiple times-loading, un-loading, pushing, re-sheathing, but the device continues to ribbon at the same position. So, the physician recaptured and removed the flow diverter from patient¿s anatomy. Physician performed parent vessel occlusion with coils, instead of flow-diversion therapy. 30-40 minutes of surgical delay was noted during the procedure because of the reported issue. It is unclear whether the coiling of the parent ica was performed as a medical intervention or it was performed because during initially plan of stent deployment procedure, stent was unable to open and was recaptured and removed and to treat the initial diagnosis of giant cavernous ica aneurysm, ica was occluded with coils. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date ¿ added d9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the reported lot number was confirmed from the packaging label. During visual inspection, the stent had been deployed and the stent was found to be opened. The sdw was found to be kinked/bent. The stent was found to be deformed with frayed edges. The tip of the stent introducer sheath was found to be severely damaged. Stent failed/unable to open functional test was not confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint of the device was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer indicated that there was a surgical delay of approximately 30-40 minutes. Coiling was performed because, during initially plan of stent deployment procedure, stent was unable to open and was recaptured and removed. But no adverse effect was noted to patient during surgery. To treat the initial diagnosis of giant cavernous ica aneurysm ica was occluded with coils. There were no adverse consequences noted to the patient during stent advancement, deployment, and withdrawal of the stent from patient anatomy. The occlusion of the artery was done to treat giant cavernous ica aneurysm. The occlusion of the artery was done as an intervention to prevent adverse event due to stent was unable to open. The ica (internal carotid artery) was occluded with coils. The giant cavernous ica aneurysm was not occluded with coils. Surpass evolve flow-diverter failed to open in target, no other option to treat the patient other than occluding the parent artery with coils. Parent artery occlusion was done to bail out the procedure. The coiling was not performed for aneurysm embolization. There was no resistance encountered during navigation of the flow diverter device to the target lesion. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. The position of the flow diverter implant was confirmed between the two marker bands. There was no resistance encountered during the implant (stent) deployment. The stent was recaptured and removed. In the physician¿s opinion the cause of the stent not opening was that it was a straight forward vessel, device should open without causing any issue but surpass evolve is failed to open in simple anatomy. There was no clinical consequence to the patient due to the reported event. The procedure was completed by parent vessel occlusion with detachable coils instead of flow-diversion therapy. The indication for the stent implantation was giant cavernous ica aneurysm, opted to treat with flow-diverter & flow-diverter therapy is the best solution in newer generation therapies. The anatomical location/vessel name/implantation site was pectro- cavernous ica/ cavernous ica. There were no adverse consequences noted to the patient due to surgical delay. New surpass evolve was not implanted at target site. Analysis of the returned device found the stent was deformed with braid frayed at each end but was fully opened. Therefore, the as reported ¿stent failed/unable to open (when not implanted)¿ was not confirmed. However, product analysis also noted the tip of the introducer sheath was severely damaged and the sdw was kinked/bent which indicates the device encountered a significant manipulation during the multiple times-loading, un-loading, pushing, re-sheathing. An assignable cause of procedural factors will be assigned to the reported ¿patient medical or surgical intervention required¿ and analysed ¿stent deformed¿, ¿sdw kinked/bent¿, and ¿stent introducer sheath distal tip damaged¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The reported stent failed/unable to open was not confirmed during the analysis.

Event description:
It was reported that flow diverter implantation procedure was performed for pectro-cavernous ica (internal carotid artery) ica/ cavernous ica aneurysm. While deploying the subject flow diverter it was not opening completely at the bend/curve and was ribboning. Physician tried different technique multiple times e.g., multiple times-loading, un-loading, pushing, re-sheathing, but the device continues to ribbon at the same position. So, the physician recaptured and removed the flow diverter from patient¿s anatomy. Physician performed parent vessel occlusion with coils, instead of flow-diversion therapy. 30-40 minutes of surgical delay was noted during the procedure because of the reported issue. It is unclear whether the coiling of the parent ica was performed as a medical intervention or it was performed because during initially plan of stent deployment procedure, stent was unable to open and was recaptured and removed and to treat the initial diagnosis of giant cavernous ica aneurysm, ica was occluded with coils. No clinical consequences were reported to the patient due to this event.